Manufacturer narrative:
As of this date, the lead has not been returned. If this lead should be returned to our company, it will be analyzed and this report will be reopened and updated as necessary.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual observation confirmed that the complete lead was returned. The helix was extracted and there was a cut was found in the silicone insulation at 292 mm from the terminal pin. This damage was determined to be procedurally induced. Electronically, lead was found to be within specification.

Event description:
Boston scientific received information that this right atrial lead was explanted due to poor sensing. No adverse patient effects were reported as a result of the explant procedure.